Event description:
It was reported that the patient experienced phrenic nerve stimulation requiring reprogramming to resolve the nerve stimulation. The right and left ventricular leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: mdt-lead, (B)(6) 2010; a 419588 implantable pacing lead: (B)(6) 2010. (B)(4).